Event description:
Related manufacturer reference number: 2017865-2022-42160. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular (rv) lead. During the procedure it was noticed that the pacemaker had an issue in the rv port. On 29 sep 2022, the physician elected to explant and replace the pacemaker and reposition the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6, product not returning.